Manufacturer narrative:
No medwatch form was rec'd from the user facility. All sections of this form were completed by the manufacturer. Investigation results: an evaluation confirmed the reported problem. The findings were that the inflow and outflow were reversed during the manufacturing process. This failure mode will continue to be monitored. A follow up report will be filed if more info becomes available.

Event description:
It was reported that the tubing set was assembled incorrectly, this was noted during a knee arthroscopy procedure. An alternate tubing set was used to complete the case. There was no reported injury or delay.